Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station got wet. A field service engineer informed that the water damage was reported after a sprinkler head failure sprayed water over all equipment in operating room 4. The customer had relocated and wiped down the equipment prior to inspection. Upon evaluation, no external damage was observed on the station. The back panel was removed and drawers were accessed, revealing minor water presence on the front panels of drawers 2 through 5, with no internal exposure. Drawer 1 mini drawers were found to have water pooled in the front pockets, and water exposure was confirmed after removing the trays. All electronic components were inspected and found to be dry with no signs of water damage. The station was powered back on and functioned normally. After discussion with the customer, it was determined that the mini drawer required replacement and replaced the mini drawer and configured the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station had become wet, and a technician was required to evaluate the condition of the station. There were no adverse events or injuries reported based on this event.